Manufacturer narrative:
(B)(4). Citation: obstet gynecol 2006;107:496¿498.

Event description:
It was reported in a journal article that the patient underwent an infectious post- loop electrosurgical excision procedure (leep) for cin 2 on multiple biopsy sites at colposcopy and absorbable hemostatic agent was used. The patient presented on post-procedure day 1 with complaints of nausea, rigors, lower abdominal pain, and dizziness. The patient reported approximately 6 loose bowel movements since the procedure. Pertinent findings on examination included a soft abdomen with tenderness to light and deep palpation in the lower quadrants bilaterally. Speculum examination noted an absorbable hemostatic agent in the vaginal vault with underlying minimal erythema. The hemostat was adherent to the cervix. The patient was admitted with probable sepsis and started on meropenem and given acetaminophen for fever. The patient then exhibited rebound tenderness on her abdominal examination. The patient was transferred to the intensive care unit and started on dopamine. Antibiotic coverage was broadened to include ciprofloxacin, metronidazole, and vancomycin. A computed tomography scan of the abdomen and pelvis showed air in the uterine lumen. On hospital day 2, the patient was taken to the operating room for an examination under anesthesia, endometrial biopsy, and cultures. The absorbable hemostat occluding the cervical os was removed. There was purulent discharge coming from the cervix. After a uterine sound was passed into the uterus, additional purulent discharge was noted. An endometrial curette was passed several times to evacuate the uterus of air. The patient was transferred out of intensive care on hospital day 5. Antibiotic coverage was narrowed to ampicillin and sulbactam. The patient was hemodynamically stable and discharged home on hospital day 7, and oral antibiotics were continued for another week. Peripheral blood cultures grew out peptostreptococcus micros and prevotella species (both vaginal flor anaerobes). Cultures of the absorbable hemostat and cervical discharge showed normal genital flora.